Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the screw tip broken as complaint. An investigation of the complained instrument confirmed that the end of the screw thread has been broken off. Distal part of the screw thread remained inside the implant in situ confirmed by surgeon. A significant amount of force was applied and over torqued and sheared off the screw thread. This finding is the root cause for the reported event and is clearly a use exposed to parameters outside approved range. Investigation of documentation for material and manufacturing shows that the instrument confirmed specification. No failure in material or manufacturing could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an l5-s1 anterior fusion surgery the surgeon placed the guide into the implant in the patient. Significant force was used to reduce the attachment screw to the implant, torque squeak was heard, and subsequently the screw sheared off and remained in the implant. The surgeon continued by aligning the screws manually. The surgeon was more concerned with the damage removal could cause over the risk of an adverse event from the broken component and decided it more prudent to leave the broken part insitu and continue with the case. The surgeon aligned the four screws manually as a result superior left screw was not ideally angled and did not fully penetrate the plate. The surgeon voiced that he was confident the screw was secure in the plate. No delay in surgery, no patient harm. This is report 1 of 2 for (B)(4).